Event description:
Alarm 2 followed by alarm 26 was reported, indicating an occlusion issue that did not adversely impact the customer's blood glucose level. The technical support instructed the caller to perform various steps to resolve the issue, such as disconnecting the tubing and delivering a bolus, but the occlusion alarm recurred several times. It was determined that the blockage was located in the cartridge, and the customer changed supplies and resumed insulin therapy. Technical support arranged to send a replacement infusion set and cartridge.